Event description:
It was reported that the patient's chest muscles contract with left and right ventrical pacing and that it is patient position dependent. The leads reamin in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.